Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. A supplemental MDR will be submitted when new information is received or upon completion of the investigation. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 19mm aortic pericardial valve implanted five (5) years, 11 months, underwent valve-in-valve procedure due to unknown reasons. A 20mm s3 ultra was implanted inside the 19mm valve. The team assessed, all imaging for no rupture, small effusion and no coronary occlusion. The patient had a pre effusion and it was checked post, it was only slightly increased but they decided to do a window. Efforts to keep pressure up went on for around 90 minutes. The team called that the patient had passed at that time. The cause of death was reported as being unknown but not related to edwards device.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined.